Event description:
Device malfunction: resistance during step 3 (exchange sheath splitting), detached vessel locator wing. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician attempted arteriotomy closure with the starclose device after an unspecified procedure. Reportedly, resistance was felt during step 3 (the thumb advancer stroke). After the device was removed, it was noticed that one of the vessel locator wings was not connected. The clip achieved hemostasis. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.